Event description:
A hospital in (B)(6) reported that there were "some signs of overheating" in the electrical cord of an mr850 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4).we are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier has not been returned to the manufacturer. It has been performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). The complaint power cord was returned to the manufacturer and was visually inspected, performance tested and an electrical test was performed. Results: the complaint mr850 respiratory humidifier passed all performance tests according to the product technical manual. The visual inspection of the complaint power cord revealed no signs of any physical impact damage. Burnt marks were visible between the phase and earth pin of the power inlet plug. The complaint power cord passed the insulation and resistance tests and was within specification for this product. The complaint power cord was then connected to a known working respiratory humidifier and tested for 8 hours; no fault was found. Conclusion: no fault was found with either the complaint power cord or the mr850 respiratory humidifier. It is possible that the burnt marks were caused by a conductive foreign material of some liquid form that reacted when the power supply was turned on, causing the observed damage. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temperature exceeds 41 degrees c and disables the heater. It has operational alarms, which are generated when a problem occurs with the humidifier. The humidifier also features a thermal cut-out on the heater plate, which limits the maximum temperature of the gas entering the system.

Event description:
A hospital in (B)(6) reported that there were "some signs of overheating" in the electrical cord of an mr850 respiratory humidifier. No patient consequence was reported.